Event description:
Device cut the vein during an application attempt to ligate it. There was an excess amount of bleeding at the application site occurred which was sutured to stop bleeding. Transfusion was not needed. The device was used in the upper arm region. Procedure: vascular.